Event description:
I developed a lot of itchiness around the dexcom patch. Once I took it off, it was very red, bumpy and raised skin and had many little blisters. Its been about 2 weeks and the rash is still there. FDA safety report ID# (B)(4).